Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2006; 402452 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to a fall and also had chest pain. The right atrial (ra) lead was observed with undersensing and low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was programmed to only pace and sense in the ventricle, thus the fall and chest pain are deemed unrelated to the ra lead malfunctions.